Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed episodes of secure sense non-sustained ventricular oversensing (nsvo) triggered by premature ventricular contraction (pvc) activity. Analysis showed that the ICD exhibited oversensing, as pvcs briefly fell into the vt-1 (ventricular tachycardia) zone on the sensing amplifier but were sensed in the sinus zone on the discrimination channel due to latency, leading secure sense to respond even though the beats were pvcs. Programming changes were made. Patient condition was stable.